Manufacturer narrative:
(B)(4). Medical products- partial tibial cemented size f right medial, catalog # 42538000602, lot # 63886720; partial articular surface right medial size f 9 mm, catalog # 42528200609, lot # 63449781. Report foreign source- (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08996; 0001825034-2018-08997 ; remains implanted.

Event description:
It was reported the patient underwent an initial knee arthroplasty. Subsequently, the patient was prescribed antibiotics due to a leakage from the surgical knee incision. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Date of birth - unknown date in (B)(6). Concomitant medical products- unknown palacos cement, catalog #: unknown, lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.